Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. During the procedure, the physician relocated the pocket from the left flank to the left abdomen. The patient was doing well following the procedure.